Manufacturer narrative:
Follow-up # 2 (08/14/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported error message could not be reproduced during investigation. A review of the error log data revealed the reported error 2 message. The meter functioned normally and no issues were found during laboratory testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging an error 2 issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/19/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 05/28/2013 with the following findings: the test strips have passed all testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.